Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a interface cable was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a 2d image acquisition, the imaging system displayed a frame rate error. There was no patient present at the time of the issue.